Manufacturer narrative:
Product analysis the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: 6949 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture and high impedance. Initially, the lead was deactivated and the patient was given a life vest. Later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.